Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a moderately calcified, moderately tortuous proximal left anterior descending artery that was 99% stenosed. The 2.25x15mm traveler balloon dilatation catheter met resistance with the lesion during advancement then the balloon ruptured at 14atm on the third inflation. The balloon was inflated to 10atm on the first inflation and 14atm on the second inflation. The procedure was continued with a non-abbott balloon and completed with the deployment of a xience skypoint stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.